Event description:
It was reported that a (B)(6) pt with cancer underwent a kyphoplasty procedure on levels t11, t12 and l1. One day postoperatively, an x-ray revealed cement extravasation superior to level t11 and inferior to level t12. There were no pt complications. No additional info was reported.

Manufacturer narrative:
Method - device not returned, follow up with rep.